Event description:
It was reported the patient presented with a left internal carotid artery (lica) vessel dissection between the proximal and petrious ica. As part of the therapy, two non-boston scientific stent were placed intracranially. The subject device was implanted for the petrious carotid dissection. In conjunction with the stents, the physician tried to resolve the dissection with use of protamin factor IV, platelets and a craniectomy. The patient subsequently expired three days later. No other information was provided.

Manufacturer narrative:
Device expiration & manufacture dates unknown, as batch number not disclosed. Device failed to open completely.